Event description:
Sometime following placement of the gore excluder aaa endoprosthesis this patient was identified with a distal type I endoleak. A reintervention was performed to deploy two additional gore excluder aaa endoprosthesis components. This secondary procedure successfully resolved the endoleak, with no further reported events to the patient.

Manufacturer narrative:
The device remains functioning in the patient. H.6.: a review of the manufacturing paperwork has been requested.